Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulator was not actually stimulating in the right spot. The patient had a warm transfer to patient services. The patient then stated that their device was put in for their lower back and they were having pain in their lower back and hip since implant ((B)(6) 2018). The patient stated they ¿didn¿t know why they had hip pain¿. The patient didn¿t report any falls or traumas. The patient stated their stimulation ¿didn¿t go any further up than the top of their buttock and it turned off and on every minute or so and they stated they wanted it to be constant¿. The patient stated that the stimulation had been this way since they met with a manufacturer representative (rep) when they ¿changed something¿. They stated that this was probably a month ago, in the ¿first part of (B)(6) ((B)(6) 2018)¿. However, the patient indicated that the rep was not made aware of the issue of the lower back and hip pain not being helped when they met with them for reprogramming as they stated ¿they thought at the time it was helping, but now realized it wasn¿t. The patient also stated they had to charge either every other day or every two days and stated this had also been happening since implant ((B)(6) 2018). The patient was redirected to follow-up with their healthcare provider (hcp) to address the reported issues. The lack of lower back pain relief and hip pain and having to recharge too frequently have both been occurring since implant. It was indicated that the stimulation complaint regarding the pulsing had been occurring since (B)(6) 2018. No further complications were reported/anticipated.